Event description:
It was reported that the patient presented remotely to the clinic via data transmission with 6 episodes of non-sustained right ventricular oversensing alert. The most recent episode occurred on (B)(6) 2025. The electrogram (egm) suggested lead noise or noise oversensing on the right ventricular lead. No intervention was performed. There were no adverse events reported on the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).